Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (brand name 2.0mm ti cortex screw self-tapping 12mm ¿ sterile, part number 401.812s, lot number l229214). The subject device was received broken between the screw head and threaded shaft. The broken screw shaft portion is missing. There are scratches and wear and tear signs at cross recessed screw head. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately the exact root cause of this occurrence could not be determined as no detailed clinical information is provided and not all involved parts were available. It is likely that a mechanical overload situation during use led to the complained issue. The microscopic view with magnification of 10x of broken surfaces shows a homogenous surface what indicates material conformity. Because of the damage and missing parts, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Part number 401.812s with lot no l229214 was manufactured in a quantity of (B)(4) pieces on december 2016. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. It is concluded that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected product code is hwc. Additional device product codes are mqn, dzl, and jey. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Implant date is unknown. Explant date is unknown. Device history for article 401.812s with lot number l229214: manufacturing location: (B)(4). Manufacturing date: 20. Dec.2016. Expiry date: 01.dec.2026. No nonconformances were generated during production that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that device was used in surgery for second metacarpal fracture on (B)(6) 2017. The surgeon applied a straight plate 2.0. When inserting a locking screw, he felt strong resistance. He continued drilling, then screw head was broken (two screws). He moved a plate position a little bit and he had to use screw in longer size. There was very strong stimulation to soft tissue due to the long screw. Although he finally managed to insert them when he drilled extra, the fixation is unstable. The surgeon had to drill extra, this means he had to drill deeper than usual. Due to surgery extension, the patient felt pain and it increased the risk of infection. Also, the surgeon is worried about strength of fixation because the surgeon drilled too much. Besides, the screws inside the body will be a bad influence on the patient. There is no information available about surgical outcome. There was a surgical prolongation of 60 minutes reported. Concomitant reported part: 1x drill bit (part and lot unknown). This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device history for article 401.812s with lot number l229214: in context of the complaint there occurred a problem to fix the locking screws (manufactured in december 2016) in the plate (functional/ mechanical problem). The nonconformance (ncr) was solved in context of the (B)(6) 2016. In the chapter of the ncr "product betroffen" there was decided, that the product is not affected, because no new wip manufactured after the incident were affected according to the reports in the nc actions. Therefore, the ncr has no impact to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.